Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported she received supply bag lines are blocked message on the liberty cycler during dwell 4 of 4 of treatment. The patient then observed fluid leaking out from the heater bag connection. The patient canceled her treatment on the liberty cycler and completed her treatment on continuous ambulatory peritoneal dialysis. Follow-up with the patient's nurse and indicated the patient continued continuous cycler-assisted peritoneal dialysis without further issue. The patient was feeling well and did not report any serious injuries.